Event description:
During a clinic follow-up, a diagnostic anomaly was observed regarding the device's longevity. Technical support was contacted and the device was re-interrogated and a more accurate longevity was displayed. The patient was stable and will continue to be monitored.